Event description:
I experienced abdominal pain, pain during intercourse, heavy menstrual periods, and headaches/migraines for 6 years with different drs telling me different things. I had laparoscopic surgery in (B)(6) 2018 to have the filshie clips removed because I strongly felt that was the problem and since then all of my issues have stopped. I have been on medication for migraines since 2012 and now I no longer take it. I was never told of any side effects or symptoms of the filshie clips before having them put in. Date the person first started taking or using the product: (B)(6) 2012; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: tubal ligation.